Event description:
It was reported that during a laparoscopic sleeve procedure, the staples did not close on the stomach side. The procedure was completed by converting to a gastric bypass procedure. The patient is female with a bmi of (B)(6).

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: why was the procedure converted to a gastric bypass? On which firing did the issue occur? Was it multiple stapler firings that did not close? What color cartridge was used? Prior to and after the event? Was buttressing material used? Was the device articulated when fired? If so, what was the angle of articulation? What size bougie was used? Was the device pulse fired or continuous? What is the current patient status?

Manufacturer narrative:
(B)(4). Additional information the analysis found that one ple60a device was returned in good visual condition and with four ecr60g cartridge reloads present. Cartridge (b) ecr60g, l51t8u was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece s led and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Cartridge (c, d) ecr60g, l51t8u were received fully fired and in good visual conditions. Cartridge (e) ecr60g, l5294t was received fully fired and in good visual conditions. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.